Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during service / maintenance, the hf unit, had error e433. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: h3. The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: power board malfunction causes error e433 when starting up based on the results of the investigation, it was likely the following led to the error: electrical/electronic component problem identified, and the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.